Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of both the ¿2 hr protocol new¿ protocol comprising 57 cassettes which started in retort b at 00:45 on (B)(6) 2025 and completed successfully at 03:06 on (B)(6) 2025 and the ¿6 hr protocol¿ protocol comprising 91 cassettes which started in retort a at 01:34 on (B)(6) 2025 and completed successfully at 08:14 on (B)(6) 2025, from which sub-optimal tissue processing was reported by the customer. Information available indicates that ¿no hydrometer readings were collected¿ prior to the customer replacing all the reagents on the instrument after the occurrences of poor processing. Therefore, leica biosystems is unable to determine if the reagent replacements on (B)(6) 2025 were completed without error. The root cause for the ¿under and over processed tissue¿ reported by the customer could not be unequivocally determined from the information available.

Event description:
On (B)(6) 2025, the assigned leica senior field applications specialist ¿ core histology, (B)(6) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿customer replaced all reagents on stations 3-16 after incident occurred and ran test samples. No tissue processing issues after reagent replacement. Customer should collect hydrometer readings of all dehydrant stations and compare to software concentrations if incident ever reoccurs. Customer returned instrument back for clinical use¿. On (B)(6) 2025, leica biosystems received the following complaint: ¿under and over processed tissue leica became aware of it during a wellness visit discussion.¿ the fas documented that the affected patient tissue samples were derived from one (1) ¿2 hr protocol new¿ protocol comprising 75 cassettes executed in retort b, which started at 00:45 on (B)(6) 2025 and completed at 03:06 and one (1) ¿6 hr protocol¿ comprising 91 cassettes executed in retort a, which started at 01:34 on (B)(6) 2025 and completed at 08:14. The affected patient tissue type(s) were documented as ¿iung bx, prostate bx, pending other tissue types¿. The affected patient tissue artefact was described as ¿2hr run samples were described as over processed 6hr run samples were described as under processed¿. The fas documented ¿all reagent stations 3-16 were dumped and changed after the incident occurred, no hydrometer readings were collected.¿ on (B)(6) 2025, leica biosystems melbourne received information from the leica senior field applications specialist ¿ core histology, florida that ¿.at least one patient could not be diagnosed, re-biopsy has been recommended to at least 2 cases.¿ information regarding both the final status of the affected patient tissue samples, the associated patient impact/outcome and identifiers of the ¿.at least 2 cases¿ where re-biopsy has been recommended has not been provided to leica biosystems. This information was requested from the customer by leica biosystems on (B)(6) 2025 during an in-person visit, (B)(6) 2025 by email, and (B)(6) 2025 by email.